Event description:
An inferior vena cava filter (ivcf) removal procedure commenced to remove a trapease permanent ivcf due to symptomatic ivc occlusions. A philips 16f cavaclear laser sheath was used to treat the patient. During use, a split in the outer jacket with visible fibers was observed, just distal to the bifurcate handle. A new 16f cavaclear was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A4): patient weight unknown. A5): patient ethnicity unknown. A6): patient race unknown. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. D4): device serial number unknown. G4): 510k/pms number is not applicable. De novo number: den210024. H3/h6): the cavaclear was not returned, thus no returned product investigation was performed and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.